Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to cross requiring a second device. Device issue: failure to cross. It was reported that when the promus stent was deployed, a perforation occurred in a saphenous vein graft (svg) located in the obtuse marginal. An attempt was made to place a graftmaster stent; however, it failed to cross and the perforation was treated with balloon inflation only. The case result was just fine. The patient experienced chest pain due to thrombosis, for which the promus device was used to treat. No additional event or patient information is available.